Event description:
Boston scientific received information that this device had not been checked for three years. The patient implanted with this device was presented in the hospital. Upon interrogation of the device, a fault code was observed, indicating that the charge time measurement was extended. It was observed that the device had declared end of life (eol) approximately four months prior with a charge time measurement of 30 to 35 seconds and a monitoring voltage of 2.55 volts. Current charge time measurement was 45 seconds. A device change out procedure was scheduled and the patient was to be monitored until the procedure was to occur. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.